Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess instrument test well images in question. An immucor field service engineer (fse) visited the customer site on 07jul2016 to assess the testing instrument, and the fse found the testing instrument to be operating as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.